Event description:
Asr revisionleft asr hip resurfacing systemreason for revision: pain

Event description:
Additional reasons for revision: alval/soft tissue reaction, soft tissue damage.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint: asr revision, left asr hip resurfacing system, reason for revision: pain. Update: received stem and sleeve product details 21 july 2012. Update received: 22nd june 2013 - amended implant date: (B)(6) 2005, added surgeon: (B)(6) and added further revision reason: alval / soft tissue reaction. Update - added additional reason for revision, additional hospital, amended revision date to match scf, filed out mw fields. Attached scf. All taken from surgeon conf form dated 19th may 2014. Reason for revision: component loosening ( cup became loose).